Event description:
It was reported that a screw removal device broke during an attempt to remove a tibia nail from the patient. The procedure was stopped and the nail was not removed.

Manufacturer narrative:
Na